Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 473 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, the patient administered insulin via syringe.

Manufacturer narrative:
The exposed soft cannula for the received pod was found to be kinked. During fluid path test, the fluid passed freely through the complete fluid path, even though the exposed soft cannula was kinked. It could not be conclusively determined when this damage to soft cannula occurred. Pod download data showed 0x6a (106) alarm generated, indicating occlusion during runtime (threshold exceeded, not at end of bolus).generation of the alarm stopped the delivery of insulin. The actual cause of the hazard alarm generation could not be determined. All the three batteries of the received pod were measured to be low. So, the pod data download was done by powering pcb using an external power supply. Shelf mode current of pcb assembly was measured to be higher than the specification limit, that contributed to low battery power. It could not be determined if the high shelf mode current of pcb assembly and low battery power linked to the hazard alarm generation. Pcb assembly was found to have damage near the hook talon of the pod. It could not be determined if it linked to the high shelf mode current of pcb assembly.